Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was received with the device and the handle was not returned. It was also noted that the ligator head had five bands attached and they were moved moved out to their original position. Some bands were broken and the remaining parts of the broken bands were overlapped with the bands attached on the ligator head. Additionally, the ligator head teeth were damaged. No other issues with the device were noted. The reported event was confirmed. The bands were moved out of their position and overlapped with the remaining parts of the broken bands. Additionally, the ligator head teeth were bent. Once the teeth are bent, the suture can be detached from its position and cause deployment failure. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal varicose veins procedure performed on (B)(6) 2021. During the procedure, the first band could not be released. A second speedband superview super 7 device was then used, and the same problem occurred. It was reported that there was no difficulty experienced when setting up the devices. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal varicose veins procedure performed on (B)(6) 2021. During the procedure, the first band could not be released. A second speedband superview super 7 device was then used, and the same problem occurred. It was reported that there was no difficulty experienced when setting up the devices. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.